Event description:
It was reported that the patient developed an infection. Thus, a decision was made to pull the device out of the pocket, to clean it with antibacterial solution and put it in a medtronic absorbable antibiotic envelope and put back in the same pocket without removing any leads. The patient's condition was stable during and post procedure.

Manufacturer narrative:
(B)(4).